Event description:
It was reported that a y-set was not able to connect to a patient¿s transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a damaged patient line connector and damage pull ring cap was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.